Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the rupture is unknown but may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 4 days post successful subclavian tavr the valve was explanted and replaced with a surgical valve for unknown reasons. Medical records were received. No procedural complications or edwards device malfunctions were listed during the tavr procedure. On pod 3 the patient was admitted to the hospital for aortic arch pseudoaneurysm and thoracic aortic aneurysm. On pod 4 redo of avr explant of the sapien 3 tavr valve and replacement with a 27mm surgical valve was performed. Preop diagnosis provided was sub-annular rupture following tavr. Findings: 1x1cm contained rupture under the lmca (left main coronary artery). The patient tolerated the procedure well and was transferred to the cvicu intubated and sedated.